Event description:
In late 2008, the patient's mother reported that 3 days ago the patient had an elevated blood glucose reading of 280 mg/dl shortly after inserting a sample insulin infusion headset. The patient had no symptoms and corrected his reading by bolusing insulin through his infusion device (competitor product). His recommended reading is 100 mg/dl. The mother called for info about bolusing to fill the cannula of the infusion set. She stated she used an automatic fill feature on his infusion device and was not sure how much insulin was used to fill the cannula. She said she would manually fill the cannula with the recommended .7 units of insulin from now on. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.